Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a check lines and bags alarm while using the homechoice (hc) during the priming cycle. The caregiver stated the patient was trying to prime using an old cassette and supply bags. Gts explained that the patient would need to setup with new supplies. The caregiver stated the patient disconnected without using a minicap. Gts explained the patient needed to cap the patient line. The caregiver stated they would try to find them or will follow up with the patient's dialysis nurse. Product surveillance contacted the patient's caregiver who explained the patient elected to stop dialysis treatments due to age and health condition. The caregiver stated the patient followed up with their dialysis nurse regarding usage of old supplies and not using a minicap when disconnecting. No injury or medical intervention was reported.